Manufacturer narrative:
Omit: f27 - problem identified during non-clinical procedure. Correction: describe event or problem. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Imdrf annex f, a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of error code 232.6040 (rate display error) was confirmed to be due to a faulty display board. The rate display channel error (error code 232.6040) was replicated during testing attaching a detaching the suspect pump module to a test pcu. A 24-hour test infusion replicated the error after 15 minutes. A known good display board was temporarily installed on the suspect pump module for testing purposes only. The pump module was attached and detached several times to a test pcu and no errors were observed. Two test infusions for a total duration of 90 hours were performed and completed with no error or malfunction noted. Preventive maintenance testing performed on the suspect pump module confirmed the device to be within specification an operating as intended. The review of the suspect pump module error log identified six (6) rate display channel errors with code 232.6040. A review of the suspect pump module event log showed that on (B)(6) 2025 at 7:02 am, the pump module was powered on. At 7:26 am, the channel was selected and an infusion was started with a rate of 500ml/hr and a volume to be infused (vtbi) of 100ml. At 7:38 am, the infusion was completed with keep vein open (kvo) alert and immediately alarmed for channel error code 232.6040. The user channel off the unit. At 7:41 am, the channel was powered on and alarmed for channel error code 232.6040. At 8:21 am, the channel was selected and an infusion was started with vtbi: 40ml. At 8:26 am, the infusion completed with kvo alert. At 8:30 am, the module alarmed for channel error code 232.6040. The bd alaris modules run self-checking programs prior to and during operation. A channel error message means the device has discovered an error either in the affected channel hardware or software. Operation on the affected channel stops; other infusing channels will not be affected. Obtain a new module. Operation of the affected channel stops. It may be necessary to utilize the restore function on unaffected channels that may have been attached and reattached to the bd alaris pc unit during the alarm state. Return the affected module to your facility¿s biomed department. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to service: suspect pump module s/n: (B)(6), (w/o: (B)(4)). Please replace the display board. Device was opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the probable cause for the report of error code 232.6040 (rate display error) being displayed was determined to be a faulty display board. The root cause for the display board failure was not identified during investigation.

Event description:
It was reported that the device had displayed error code 232.6040 several times. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had displayed error code 232.6040 several times. There was no patient involvement.